Manufacturer narrative:
Concomitant medical products: 680r30 heart ring implanted on (B)(6) 2012; 496860 lead implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock from their crt-d (cardiac resynchronization therapy defibrillator) while using a weed eater. The crt-d remains in use. No further patient complications have been reported as a result of this event.